Manufacturer narrative:
N/a

Event description:
Limited information was provided about an event in (B)(6) that reportedly involved a prismaflex m150 set with a broken male luer lock connector on the pbp line. The patient did not have a serious injury or require medical intervention.